Event description:
The customer reported that both monitors are going out during exams. No pt injuries were reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.